Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having problems because she has never seen on the recharger that the ins was completely charged yet. The patient was walked through a charging session and at first they got 0 bars but then they got full bars by repositioning the antenna. Patient's ins was 75% charged and the insr was working on charging up the last quartile. It was reviewed to the patient to watch the screen closely for the recharge complete screen. No symptoms were reported. No further complications were reported or anticipated with this event. Additional information was received from the patient indicating that the circumstances that led to the issue included the charger needing to be on longer. Steps included leaving the charger on longer, understanding the manual better, settings, etc. They still haven't heard the audio sound.